Event description:
It was reported that during the attempted implant procedure, sensing dropped from 5mv down to between 1.5 and 2.2mv after the lead was sutured down. The physician removed the suture and retracted the helix, however, the helix would not extend again after the lead was repositioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.